Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. Investigation of this incident is currently ongoing. Once investigation is completed, a supplemental medwatch 3500a will be submitted. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the locking mechanism in the aseptic transfer kit housing broke off there was no patient involvement. Attempts have been made and no further information has been provided.